Event description:
It was reported that after delivering pulsed field ablation (pfa(pulsed field ablation)) pulses, the patient had three incidents where anesthesia had to "support" the patient's blood pressure due to hypotension. The physician had difficulty maneuvering the pfa catheter during the procedure. When the pfa catheter was withdrawn from the left atrium, there was significant fluid noted via intracardiac echocardiography (ice) imaging on the anterior side of the pericardium (right atrium). A cardiac tamponade was noted and a pericardiocentesis was performed and blood was transfused. The patient was stable at the time of reporting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).